Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing on (B)(6) 2020 via merlin transmission. Programming changes were made. There was no patient consequences. On (B)(6) 2020, undersensing was noted on the device again. Programming change was discussed. The patient had no consequences and will continue to be monitored.